Event description:
The core universal driver was sent for eval due to overheating during set-up. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was discovered that the connector pins were burnt.